Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd precisionglide¿ needle broke on 2 occasions before use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown it was reported that two needles broke when inserted into a cartridge. Event description per email states: caller reported inserting needle into cartridge the needle broke when they inserted it. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product lot # - customer could not provide as they are unable to see numbers on packaging. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. Cts to send replacement needles and cartridges so customer does not run short on supplies due to issues experienced.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd precisionglide¿ needle broke on 2 occasions before use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that two needles broke when inserted into a cartridge. Event description per email states: caller reported inserting needle into cartridge the needle broke when they inserted it number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # customer could not provide as they are unable to see numbers on packaging. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. Cts to send replacement needles and cartridges so customer does not run short on supplies due to issues experienced.